Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient with an anterior tear which was discovered at the conclusion of the irrigation and aspiration portion of laser assisted cataract surgery. The case was completed without further issue and the surgeon noted that the capsulotomy floated away during insertion of the viscoelastic. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and did not replicate or confirm the reported event. The company service representative found no contributing factors from the system for the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; the root cause of the reported event could not be determined conclusively. (B)(4).